Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, standard defibrillation threshold testing (dft) was performed and was successful. However, after the dft was completed, the shock impedance decreased from 31 ohms to 28 ohm, along with decreased r-wave amplitude measurements. Additionally, the physician observed the patient's blood pressure had decreased to 40 mmhg. An echocardiogram was subsequently performed, which revealed poor function of both the left and right ventricles. Adrenaline was administered and the patient was hospitalized. Boston scientific technical services (ts) was contacted to discuss potential explanations for the patient's decompensated health following the s-ICD implant, and potential electrolyte imbalance was possible, as the patient is undergoing dialysis, which can result in lowered impedance measurements. Ts recommended performing provocative maneuvers and diagnostic imaging to assess the s-ICD electrode integrity and system placement. Images were subsequently provided and ts confirmed that the system placement was appropriate with no evidence of integrity issues. Potential air entrapment was hypothesized to be the cause of the reduced r-wave amplitude measurements, which should self-resolve. It was concluded that while low, the observed shock impedance measurements were still in-range and the system appeared to be functioning appropriately. Information has been requested regarding the current patient status, but a response has not yet been received. At this time, the s-ICD remains implanted and in-service.

Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, standard defibrillation threshold testing (dft) was performed and was successful. However, after the dft was completed, the shock impedance decreased from 31 ohms to 28 ohm, along with decreased r-wave amplitude measurements. Additionally, the physician observed the patient's blood pressure had decreased to 40 mmhg. An echocardiogram was subsequently performed, which revealed poor function of both the left and right ventricles. Adrenaline was administered and the patient was hospitalized. Boston scientific technical services (ts) was contacted to discuss potential explanations for the patient's decompensated health following the s-ICD implant, and potential electrolyte imbalance was possible, as the patient is undergoing dialysis, which can result in lowered impedance measurements. Ts recommended performing provocative maneuvers and diagnostic imaging to assess the s-ICD electrode integrity and system placement. Images were subsequently provided and ts confirmed that the system placement was appropriate with no evidence of integrity issues. Potential air entrapment was hypothesized to be the cause of the reduced r-wave amplitude measurements, which should self-resolve. It was concluded that while low, the observed shock impedance measurements were still in-range and the system appeared to be functioning appropriately. However, it was later confirmed that the low blood pressure was due to patient condition. The physician is continuing with monitoring. At this time, the s-ICD remains implanted and in-service.